Event description:
Potential for injury associated with an unknown standard wheelchair with broken rear arm hardware. This could result in inconsistent operation of the unit which could potentially result in injury to the user.